Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) had a cat-scan procedure which caused the device to reach elective replacement indicator(eri). The device is scheduled for replacement in early january. The patient reports the device continues to beep now that he has left the physician office.